Event description:
Event description: per (B)(4) and source system ID (B)(4) ecn event description: physician prepped the farawave catheter as usual with no issues. The fararwave was placed into the left atrium. The farawave was put into a flower configuration with the wire out the left superior vein, wire was then pulled back into the system with no issues. The wire was advanced into the right inferior vein. The physician then reported that the wire felt stuck. He tried to advance the wire without success. He then pulled the whole system back and was able to release the wire. He then pulled the farawave and the wire outside of the body. The wire seemed to have a very tiny amount of tissue entrapped around one of the coils at the tip of the wire. The farawave did not have to do with this issue, the issue seemed to be all related to the wire. A new wire and farawave was used to complete the procedure. They patient was okay with no issues from this event. The device and wire were disposed from the account and unable to be sent back. Patient present at time of event?: yes patient complications: other provide details for "other" patient complication: when the wire came out, there was very slight tissue entrapment on a small part of the wire in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: a new farawave and new wire were obtained patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered. Event date: (B)(6) 2026.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: do not attempt to move the wire without observing the resultant tip response.